Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("I am going to be doing a bilateral salpingectomy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "she told me it failed- the hsg showed she was not occluded". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy tomorrow). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: I am going to be doing a bilateral salpingectomy tomorrow on a patient with a failed essure. I am going to use cautery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on an unknown date: she was not occluded. Most recent follow-up information incorporated above includes: on 6-aug-2018: initial and follow up was processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("I am going to be doing a bilateral salpingectomy") in an adult female patient who had essure (batch no. 39103dk-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she told me it failed- the hsg showed she was not occluded/bilateral free spillage". The patient's concurrent conditions included obesity. In april 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to remove left device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and medical device removal with essure. The reporter commented: I am going to be doing a bilateral salpingectomy tomorrow on a patient with a failed essure. I am going to use cautery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterectomy - on an unknown date: she was not occluded hysterosalpingogram - on 17-aug-2015: bilateral free spillege. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("I am going to be doing a bilateral salpingectomy") in an adult female patient who had essure (batch no: 39103dk) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she told me it failed- the hsg showed she was not occluded" and device ineffective "bilateral free spillage". The patient's concurrent conditions included obesity. In april 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication of device removal ("unable to remove left device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and medical device removal with essure. The reporter commented: I am going to be doing a bilateral salpingectomy tomorrow on a patient with a failed essure. I am going to use cautery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterectomy - on an unknown date: she was not occluded. Hysterosalpingogram: on (B)(6) 2015: bilateral free spillege . Most recent follow-up information incorporated above includes: on (B)(6) 2018: device removal questionnaire received. Event complication of device removal and device ineffective was added. Lot number added. Patient's demographics and product information added. Lab data and concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.